Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three weeks of post deployment, the patient experienced back pain, computed tomography angiography of chest, abdomen and pelvis with contrast was performed which showed inferior vena cava filter was with slightly distended vena cava and iliac veins proximal to the filter. Around, seven months later, removal of inferior vena cava filter was attempted which showed through the right jugular vein approach, a 5-french vascular sheath was introduced. Over the guidewire a 5-french pigtail catheter was advanced under fluoroscopy and its tip positioned in the inferior vena cava distal to the indwelling filter. Contrast was injected and venogram was performed. This shows an infrarenal inferior vena cava filter without significant clot burden. Inferior vena cava was widely patent without evidence of thrombus. Filter was tilted with hook up against lateral wall. Additionally, one leg has been elevated. A cook filter retrieval system was introduced and positioned over the filter. Multiple unsuccessful attempts were made with the snare to grasp the filter hook. Subsequently an angle glide catheter and tip deflecting wire were introduced and used to grasp onto the filter. Despite significant force the hook could not be pulled off of the wall. Filter hook has likely incorporated into the wall of the inferior vena cava. At this point decision was made to terminate the procedure and leave the filter in place. Post venogram demonstrates widely patent inferior vena cava without evidence of contrast extravasation. Filter remains appropriately in position. The sheath was removed, and hemostasis was achieved by manual compression over the puncture site. The patient tolerated the procedure well with no immediate complications. Around, seven years later, computed tomography of abdomen and pelvis with contrast was performed which showed multiple grade two caval perforations including 5 o' clock strut 0.69 cm. 4 o' clock strut 0.76 cm and 6 o' clock strut 0.48 cm. Grade three caval perforation of 2 o' clock strut to abut aorta. Additional grade one caval perforations. Tilt of 7.53 degrees of coronal tilt and 6.47 degrees of sagittal tilt. Apex of filter touches right anterior wall of inferior vena cava. No evidence of migration. No inferior vena cava stenosis. A fracture of the 7 o' clock strut was visualized in the proximal to midportion. Also demonstrates an inferior vena cava filter within the immediate infrarenal inferior vena cava. There was no sign of a strut fracture. A total of three posterior struts perforate the inferior vena cava with no sign of adjacent organ extension or encroachment. Nothing to suggest inferior vena cava thrombosis. The apex of the filter lies along the anterior inferior vena cava wall with a tilt to the right measuring 10 degrees in severity. There was also a tilt anteriorly measuring 15 degrees. After, fifteen days, computed tomography of chest with contrast was performed for inferior vena cava filter strut fracture which showed a metal strut fragment which lies at the right lung base medially. There was no evidence for inflammatory change. The fragment lies outside of the pulmonary artery and vein. Around, five months later, the patient experienced abdominal pain. Completion cavogram showed small amount of residual inferior vena cava clot but no stenosis or extravasation. Scout image of the abdomen were obtained which demonstrated the inferior vena cava filter at the level of l2 vertebral body. Scout image of the chest demonstrated a broken strut projecting over the right heart, which is known to be in the right lower lobe from prior computed tomography. Over a guidewire, a 12 french 45 cm sheath was advanced into the inferior vena cava positioned just above the hook of the inferior vena cava filter. A 25 cm 6-french gooseneck snare was used in attempt to capture the inferior vena cava filter hook which was unsuccessful. Next combination of glidewire and 5 french omniflush catheter were used to snare filter which were again successful. The forceps were then used to successfully capture the hook of the inferior vena cava filter. The filter could not be contained within the 12 french sheath and was subsequently switched to 18 french sheath. The filter was again captured using the forceps the 18 french sheath was advanced over the filter, successfully collapsing the legs. Filter was then removed from the sheath and outside the patient's body using the forceps. Inferior vena cava filter was removed as one piece. Filter inspected upon removal and fractured strut was identified. Completion venogram was performed which demonstrated small filling defect consistent with mural thrombus. No evidence of extravasation or other complication. Final chest scout image again demonstrated the broken filter strut. Vascular sheath was removed, and hemostasis obtained with manual pressure. The patient tolerated the procedure well with no immediate complications. Therefore the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment, filter tilt, and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right leg hematoma and compartment syndrome. At some time, post filter deployment, it was alleged that the filter detached, filter struts perforated into the organs, tilted and the patient reportedly experienced abdominal pain. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.